Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the during pump preparation, the heartmate touch (hmt) monitor screen appeared to be upside down. The screen lock function on the system was locked and unlocked subsequently, however, the monitor display was still upside down. Territory manager considered rebooting the monitor to potentially resolve issue, however timing was too close to initiation of pump for prep. The perfusionist did not want to change out the monitor. The patient was not harmed, and the rest of the heartmate peripherals and the pump functioned as intended. The patient had their procedure completed and was transferred to the intensive care unit in critical but stable condition. The monitor that was affected would remain with the operating room team as it was owned by the operating room and would not be utilized up on the floor.